Event description:
It was reported that a continuous glucose monitor displayed an error and prevented normal sensor use. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through pump reset, error did not recur, and caller successfully started new sensor session; no additional information was received regarding any further outcomes of event.